Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed with no delivery alarms, motor error, and the pump battery dies as soon as they get a low battery warning. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that sometimes the pump squirted out aggressively when priming. Troubleshooting was not completed as the customer could not be reached. The insulin pump will not be returned for analysis.